Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right atrial lead exhibited high amplitude atrial noise. No interventions were made at this time. Lead revision was discussed. There were no patient consequences reported.